Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that 24 hours after intra-aortic balloon (iab) insertion on an ami (acute myocardial infarction) patient a "check iab catheter' alarm was generated repeatedly. After which blood was noted in the tube and the iab was removed. There was severe calcification was noted in iliac arteries due to dialysis. There was no patient injury reported.

Event description:
It was reported that 24 hours after intra-aortic balloon (iab) insertion on an ami (acute myocardial infarction) patient a "check iab catheter' alarm was generated repeatedly. After which blood was noted in the tube and the iab was removed. There was severe calcification was noted in iliac arteries due to dialysis. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product and was returned over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the membrane approximately 0.5cm from the rear seal measuring 0.038cm in length. The reported problems were most likely triggered by the leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).